Event description:
The ge oec 9900 fluoroscopy system made popping sounds (arcing) during use.

Manufacturer narrative:
A ge oec service rep investigated the issue and cleaned and re-greased the hv candlesticks to prevent arcing. The system was tested and found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.